Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead was loose at the header port resulting in an unspecified medical intervention. This lead remains in service and no adverse patient effects were reported.